Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, the user observed issues with "significant" artifact. User states troubleshooting was attempted by replacing trunk cable and precordial cables, however issue was not resolved. The device was in use on a patient at the time of the event, but user reported no patient harm occurred.